Event description:
It was reported that the motor device heated up. It was not reported if the event occurred during surgery. It was not reported if there was a delay in the reported event or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed which found that there were holes in the hose and the muffler was bent. The damage caused improper air flow which heated up the motor. Therefore, the reported condition was confirmed. The assignable root cause of the damage was determined to be due to misuse, abuse and/ or error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.